Event description:
The customer reported that she passed out on the floor and the paramedics were called out, but she was not taken to the hospital. The blood glucose reading was 36 mg/dl. Troubleshooting was performed, and the customer was not sure if the drive support cap was protrude, loose, sticking out, or flush. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to contact her doctor regarding her low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.